Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken device assessed as fold flaw opening and missing assessed as inconclusive. As per the investigation procedure, stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture" via ultrasound. Healthcare professional later confirmed the event. This record is for the left side. The device was explanted and replaced.

Event description:
Patient reported rupture via ultrasound. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.